Event description:
The pt was hospitalized for abdominal pain with vomiting. A band slippage was detected with a stomach ischemia. A band ablation was performed in early 2009. The pt had a good outcome and left the hosp 3 days after the intervention.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.